Event description:
It was reported that the 9800 system displayed an ma error 3 times during a case. The case was completed, and there was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Reseated the connectors on the backplane, installed new battery on the cpu and reloaded the c-mos. The system was tested and found to be working as intended, and placed back into service.